Manufacturer narrative:
Investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states while doing an extraction of the wisdom tooth, the needle separated from the hub and got stuck in the patients cheek. She could not retrieve the needle because she could not locate it. The patient had to be sent to an oral surgeon where she was given an x-ray. The oral surgeon located needle but could not retrieve. The patient then had to be sent to a hospital facility.

Manufacturer narrative:
Submit date: 4/4/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed. All scheduled maintenance and calibration activities were completed. No corrective maintenance activities related to the reported condition were performed during production of the product. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause of the reported condition could not be determined based on available information. This defect was an isolated case and the complaint file contains insufficient evidence to determine a most probable root cause. However, several factors that can cause the reported conditions were analyzed and evaluated based on the available information. The only factor that was not possible to discarded, based on the available information was the incorrect use of the device by the user. The investigation did not identify a systemic issue with the product or processes, no trend exists for this failure mode and a specific root cause could not be identified. Based on the available information, a corrective action is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.